Event description:
Radiologist was using the ev3 stent to treat a renal stenosis. He predilated the lesion, passed the sheath across the lesion and delivered the stent into the renal artery. When he pulled the sheath back, both proximal and distal struts were flared and bent. He decided that he would not be able to safely remove, so he deployed the stent in the artery with satisfactory results. Dose or amount: na. Diagnosis or reason for use: na.